Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 4th january, 2021 getinge became aware of an issue with volista standop surgical light. Components of spring arm were missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may lead to contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. Components of spring arm were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification since a screw was loosened, and it contributed to the reported situation. In the time when the event occurred the device was not being used for patient treatment. When reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, in none a serious injury or worse occurred. Despite a relatively large base of installed products used continuously there appears to be only a very low ratio of this type of event with a stable baseline occurrence rate. The supplier of the spring arms led several tests on a spring arm performing 20.000 cycles of up and down movement. The test with a loosen screw, with a complete turn back, shows that it¿s the only case where the screw continue to loosen. For the complaint at hand, the product experts from the manufacturing site indicated the root cause to be most likely related to lack of inspection during maintenance as the situation was discovered over the 1 year after the installation of the affected device. According to the service technician, the screws were lost during maintenance. To prevent the loosening and the fall of the screw, the technical manuals indicate to check all the fixing screws and to check the hold of the spring arm covers during yearly preventive maintenance. The screw have a long threading, its loosening is visually detectable during cleaning or during yearly preventive maintenance. As improvement measure, since october 2019, the spring arms covers are assembled, on the product line, with tuflok coated screws. In any case, by design, the nylon patch of these screws acts as a mechanical locking and prevents the loosening and the fall of the screw. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.